Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was initially reported that there was an unspecified issue "with bag infusing." The customer then reported that there was an "over infusion of the medication when pump was turned off." The medication was a titratable dose of levophed 32mg in 250ml. Although asked, no further information was provided. There was patient involvement but impact is unknown.

Event description:
It was initially reported that there was an unspecified issue "with bag infusing." The customer then reported that there was an "over infusion of the medication when pump was turned off." The medication was a titratable dose of levophed 32mg in 250ml. Although asked, no further information was provided. There was patient involvement but impact is unknown.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.